Event description:
Complainant alleged that during patient use, the autopulse® platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message each time the lifeband retracted. Customer attempted to pull the lifeband up three times and restart the platform, however, the issue would not resolve. The patient did expire, however, customer indicated that it is possible that this occurred prior to arrival. No other patient information is available. Manufacturer has requested additional information from the customer; however, no additional information has been obtained.

Manufacturer narrative:
Autopulse platform s/n (B)(4) was returned to zoll for evaluation. Visual inspection of the returned platform was performed and found the top and front covers to be cracked, and the load plate cover torn. The returned platform underwent and passed initial functional testing. The system was powered on and off with no problems, and no anomalies or errors exhibited. Load cell characterization testing was performed to ensure that the load cells are functioning properly. A review of the archive was performed and found both ua16 (timeout moving to take-up position) and ua18 (max take-up revolutions exceeded) to have occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The root cause of the exhibited ua16 was determined to be the brake seizing due to corrosion. The customer turned on/off the platform multiple times, causing the brake to free itself and allow usage to continue. The autopulse® was designed to exhibit ua16 to prevent patient harm. Per the autopulse® maintenance guide (p/n 11653-001) ua18 typically occurs when the autopulse detects that the patient's chest size is too small while sizing the patient (occurs during take-up) or that there is no patient on the platform. The autopulse® was designed to exhibit ua18 to prevent patient harm. No parts were replaced to remedy the reported complaint. Review of the archive determined the cause of the ua 18 to be no load change noted by the platform. The customer reported complaint of the platform displaying ua18 was confirmed through review of the archive. The root cause of the ua18 was determined to be no load change noted on the platform. The autopulse® was designed to exhibit ua18 to prevent patient harm. This platform was not used on the reported event date of (B)(6) 2014, but rather on the determined event date of (B)(6) 2014. On this date, no load change was noted by the platform leading to the reported ua 18. Therefore, it can be concluded that this platform did not cause or contribute to the patient outcome. The customer reported complaint was confirmed, however no repairs needed be made to correct the issue. The platform underwent and passed all final functional testing following service.

Manufacturer narrative:
Customer also reported that the same issue occurred when used with a test mannequin. Product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.